Event description:
A physician successfully deployed and retrieved an emboshield in the right internal carotid artery. The patient was pre-dilated with another brand balloon. The xact stent was successfully deployed and positioned. Post-dilatation was performed with another brand of balloon. The patient experienced bradycardia during the stenting procedure. Post-procedure, the patient experienced a reperfusion injury. He was administered atropine and is semi-paralyzed with left hemiparesis.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.